Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information received from a consumer regarding the delivery of dilaudid and an unknown drug (previously reported as bupivacaine) in a pain pump. The pump did not keep the patient "out of pain." The pump reportedly worked fine the fall of 2014. The pump began not working in the winter of 2014. The healthcare provider (hcp) at the time refilled the pump with a different patient's medication because it was "similar, but stronger." The patient was then good for 2 to 3 months. The hcp was going to perform a catheter dye study, but never did. It was mentioned the bus ride to attend appointments "killed" the patient. When the patient relocated in (B)(6) 2015, he was not unable to get into a comfort zone. The pump had been turned down and the personal therapy manager (ptm) use was discontinued when the patient changed hcps. The manufacturer representative was made aware of the discontinuing of the physician activated boluses on (B)(6) 2015 and was not pleased. The hcp wanted the patient to "slow down", but the patient could not and needed to work part time to pay bills. The patient wanted to get rid of the pain first. The patient requested the hcp to increase the drug dose on (B)(6) 2015, but the hcp did not. The patient had been receiving "injections" (also performed prior to implant) and now the hcp was thinking about performing nerve therapy (burning). The patient was uncomfortable with the "nerve burning" the hcp wanted to perform. The patient wanted the pump medication to be increased and to received a new ptm, but could not with the current hcp. The onset of the pain was considered to be sudden. The patient was also taking oxycodone and lortab (prescription was from previous hcp, current hcp did not think lortab was strong enough and prescribed oxycodone). The hcp also tried to talk the patient into spinal cord stimulation. Follow-up was being conducted for details pertaining to the event and what actions were taken to mitigate the issue. History: non-malignant pain, failed back surgery syndrome

Event description:
Additional information received reported ever since the patient was filled with the wrong patient's medication after the pump was empty the patient has had troubles [see manufacturer report # 3004209178-2015-15689]. The patient stated that the healthcare provider didn't want the patient to leave with an empty pump so the healthcare provider filled the pump with another man's medication which was stronger. The patient stated that they did so much better on the stronger medication but now the healthcare provider won't increase the strength. The patient stated that today they were filled with the weaker medication. Per the patient the weaker medicine doesn't work and the patient is "losing his legs" and then the patient clarified his legs are weaker. On (B)(6) 2016, the patient reported that something was wrong either they filled him with the wrong medication or something. Per the patient for the last 2 months the patient had been in excruciating pain and had gone backwards. The patient could barely go to the bathroom or use the bathroom and can hardly walk. The patient was also wondering about when the end of battery would be for the pump.